Event description:
It was reported that during evaluation of the battery in a repair center, it was noticed that it does not have power due to overheat. Although this event occured out of surgery, it is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. No more information has been provided.

Manufacturer narrative:
(B)(4). Upon receipt, the device does not have power due to overheat. Device history record review was performed. Device was 27 months old and is not out of box failure. Device is used for treatment. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.